Manufacturer narrative:
The test strips were requested for investigation. The returned strips were tested on a reference meter with a high level control sample. Testing results (qc range: 2.7- 3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable inr result for one patient with coaguchek in range meter serial number (B)(4) compared to a laboratory using an owren method. The result from the meter at 06:49 was 4.2 inr. The result from the laboratory at 06:50 was 3.1 inr. The patient¿s therapeutic range is 2.5-3.5 inr.